Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. The correct MFR number is 3005334138.

Manufacturer narrative:
The initial report for this event was submitted the morning of 19 september 2017, before the report due date of 21 september 2017; however due to FDA gateway issues, the acknowledgements for the report were not received until 22 september 2017; however the acknowledgement stated that the report submission had failed. Therefore, a new report was submitted the morning of 22 september 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum ev hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
During a tavr procedure, a 19f portico loading system¿s (ls) white rubber o-ring became dislodged when the ls was advanced over the portico delivery system during prep. The ls was replaced with a second ls. Next, a 27mm portico valve was implanted but was observed to be placed too high. The valve was fully resheathed, however, the patient became hypotensive. The physician waited 3 minutes for the patient¿s blood pressure to return to normal and then implanted the valve. After releasing the valve, lv cardiac output dropped. Two minutes of CPR was required and the patient returned to hemodynamic stability and achieved sinus rhythm. After the patient was determined to be stable, valve function was assessed via echo. Full function with mild ar was noted. As the physician removed the 19f ultimum ev hemostasis introducer sheath, calcium became dislodged in the left femoral artery resulting in a dissection. Interventional cardiologists repaired the dissection via balloon angioplasty. Per report, the patient went into cardiac arrest on (B)(6) 2017; a permanent pacemaker was implanted the same day. The patient was discharged. (Clinical study patient ID: (B)(6)).